Manufacturer narrative:
D4 - primary UDI number was updated. D7a - single use device was updated. H4 - device MFR date was updated. D3 - zip code -updated. The suspect pump was returned for evaluation. Review of the event history log revealed a "cassette locked but not latched" error. No service activity was recorded within the past 12 months. A visual inspection and functional testing were conducted, which identified a defective latch/lock sensor. The complainant¿s allegation was confirmed, and the probable cause was determined to be a faulty latch/lock sensor.

Event description:
An event involving a cadd pump was reported in which a defective cassette & latch lock sensor was identified during testing. This defect would prevent the pump from recognizing the cassette, resulting in an interruption of therapy. There was no patient involvement and no harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.